Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 270 mg/dl. The paramedics were called to treat the low blood glucose. Customer stated that he couldn't swallow juice, so he was transported to hospital by ambulance. The blood glucose reading at the time of the event was 19 mg/dl. Customer stated that he was working a lot and had taken too much insulin and not eaten enough food. Nothing further reported.